Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the patient dove onto the ground during a sporting event, the implantable cardiac monitor (icm) moved from a horizontal position to a vertical position in the patient's chest and the patient experienced a tingling sensation in their arm. The icm remains in use. No further patient complications have been reported as a result of this event.